Event description:
The customer reported that the system displayed a high kv (kilovolts) error message. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system was calibrated back into specification. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.